Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.

Event description:
It was reported that, "rod was inserted, and while blocker was being torqued, head of screw was seen being pulled off the screw under fluoro. Both polyaxial head and screw were then removed and replaced w/ a new screw without difficulty."